Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) and right ventricular (rv) lead were associated with noise that resulted in pacing inhibition, diverted shock episodes, and a non-sustained ventricular tachycardia episode. There was no report of adverse patient effects, and the device remains implanted and in service. Subsequent information indicates that the device was explanted and has been returned for analysis.

Manufacturer narrative:
A boston scientific crm field representative reported noise could be clinically created, but was not sensed by the device, and all lead measurements were stable. A boston scientific crm technical services consultant (ts) discussed additional troubleshooting strategies and the possibility of a patient cold or upper respiratory illness contributing to the noise. The representative speculated it also could be a result of sleep apnea, based on the time of the episodes and the lead's location. This event will be reopened and updated if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.